Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that sometime last year in 2013 she received a reading of 396 mg/dl at 1:00 am on her adc blood glucose meter, which was higher than she felt. Customer further reported she self-administered an unspecified amount of humalog insulin in response to the reading, but then subsequently began to experience "blurry vision", was "shaking" and was "sick to (her) stomach". Customer believes the insulin "may have caused (her) blood glucose to go down too much". Customer drove herself to a local healthcare facility where an unspecified reading was obtained on a hospital meter. Customer could not state what specific diagnosis she was given, but noted the physician's diagnosis indicated "has high blood glucose issues". Customer was reportedly treated with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading of 396 mg/dl was found in the meter's memory on two different occasions in 2013; however, neither occasions were at the time reported.